Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl. Suspected cause was due to settings needing adjustments. Bg level was addressed via manual dose correction injection. Customer updated their setting to address the event.